Event description:
Patient called lfs alleging that their meter would not power on. Patient did not indicate when the issue began. Pt reported experiencing low blood glucose levels after playing baseball and soccer. Pt explained that once pt fell asleep, family member could not obtain a blood glucose reading because the meter would not power on. Patient's family member attempted to change meter batteries, however, the meter still did not power on. Patient's family member then used a back up meter and obtained a "41 mg/dl". Patient was administered glucose gel and 2 boxes of juice after the reading was obtained. No medical care was sought from a healthcare professional. No readings were provided following the treatment. There was no evidence that the meter contributed to the serious injury, since the patient experienced low blood glucose level prior to attempting to test. Patient did not have a back up meter and was able to receive treatment based on their low symptoms and the low blood glucose reading from the back up meter. The customer service representative walked patient through inserting a test strip with the contact bars end first and facing up, pressing the on/off button, and checking that the batteries were good and they were correctly installed. The meter was replaced due to an unresolved power issue.